Event description:
It was reported that a progav 2.0 shuntsystem (#fx603t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 116.5 cm. Weight: (B)(6). Gender: female.

Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valves were observed through the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that both valves are not operating within the acceptable tolerance in either position. An accelerated outflow could be observed. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Klick force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, significant deposits were detected in the progav 2.0 and some were found in the shuntassistant 2.0. Results: based on our investigation, we ascertain that the shunt system shows an increased flow of liquid at the time of our investigation. Additionally, we could observe that the progav 2.0 is non- adjustable. This malfunction is likely due to the deposits detected inside the valve. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.